Event description:
The customer reported obtaining erroneously high fe (iron) results for five (5) patients involving the unicel dxc 800 synchron system. Ten (10) patient samples were repeated on an alternate dxc instrument and the customer determined that five (5) patients had erroneously high fe results. The initial erroneous results were reported out of the laboratory but the results were later amended. Since the original erroneous results were within the normal reference range of the assay, the physician did not treat any of the five patients prior to receiving the corrected results. The customer reported receiving erratic fe qc (quality control) results beginning on (B)(6) 2013. Calibration on (B)(6) 2013 failed with error flags of "back to back", "ocr high", and "span" but calibration on (B)(6) 2013 passed specifications.

Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and replaced the cc (cartridge chemistry) sample probe, all wash head probes, cc sample probe collar wash, and both mixer paddles to resolve the issue. An acid wash was also performed on the cuvettes to remove any residual iron from the cuvettes. Repair was verified per established procedures and results met published specifications. Failure mode is unknown as multiple parts were replaced which could have caused or contributed to the event.